Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported that the patient's valve had changed settings since the last time the surgeon had programmed it. It was reported that the valve could possibly have been reprogrammed at another facility. However, this could not be confirmed. There was no reported adverse effect to the patient. The valve was reprogrammed to the desired setting and no further issues were reported.